Manufacturer narrative:
(B)(4). The lot was manufactured from may 11, 2015 ¿ may 13, 2015. One unit was received for analysis. Visual inspection on the returned unit revealed evidence of a black particle approximately 0.06 square mm in size, embedded in the material of the stressmember. The particle was not in the fluid path because it was molded in the material of the stressmember. The cause could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a black mark on its filter. This was identified after the device was filled with an unspecified amount of ceftazidime. There was no patient involvement. No additional information is available.